Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the unit returned has the distal end damage, as part of overall visual revision. The visual inspection was performed and the device presents distal end kink and the corewire is fractured from the ballwelld. All the outer diameter taken were compared and all of them are according to specifications. The returned device was sent for external analysis (mtac lab) to determine the fracture failure mode. Both samples presented tension with torsion overload as mode of wire failure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that corewire detachment occurred. The target lesion is located in the abdominal aorta. A amplatz super stiff guidewire was selected and prepared. Upon shaping the distal part of the device, it was noted that the core wire "jumped out" and appeared detached from the tip of the wire . The procedure was completed with another of the same device. No patient complications were reported and the patients' status is good.

Event description:
It was reported that corewire detachment occurred. The target lesion is located in the abdominal aorta. A amplatz super stiff¿ guidewire was selected and prepared. Upon shaping the distal part of the device, it was noted that the core wire "jumped out" and appeared detached from the tip of the wire . The procedure was completed with another of the same device. No patient complications were reported and the patients' status is good.